Event description:
The customer reports receiving readings of 240 and 260 mg/dl compared to a lab reading of 24 mg/dl. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.